Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer's blood glucose level was 179mg/dl. Customer continued to use the pump with the same supplies for insulin therapy.